Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #120c50. Updated data: h4. Corrected data: d4 (expiration date and UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45g reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 120c50, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/26/2025. D4: batch #unk. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the staples were malformed after firing. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.